Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was placing the device through the trocar and the bottom seal became dislodged. They retrieved the piece, but could not get it back in place. A new device was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.